Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "blue flecks of plastic/rubber" were observed around the insertion port of a clearlink system continu-flo solution set. It was further reported, blue residue was observed when removing the set from the (IV) solution bag. This issue occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; no residue was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.